Manufacturer narrative:
Product code: dre, dilator, vessel, for percutaneous catheterization. 510(k): k141148. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that on (B)(6) 2017, a liberator locking stylet was being used for traction on a (B)(6)-year-old, female patient along with a 16 french laser. The liberator got stuck on the implantable cardioverter defibrillator (ICD) lead. A lead extraction evolution rl controlled-rotation dilator sheath set was then used to free it up. They went back to using the laser. When the lead was removed the patient¿s blood pressure dropped. The or staff tried to do a pericardiocentesis and tried to put up a bridge balloon but it did not help. The surgeon then opened the patient's chest. The heart tissue surrounding the tear sealed itself up and the bleeding stopped. This event led to prolonged hospitalization and a second procedure on (B)(6) 2017 to implant a subcutaneous ICD. On (B)(6) 2017, the patient was reported to be stable and remained in the hospital.

Manufacturer narrative:
PMA/510(k): k141148. Investigation summary: the affected product was not returned for physical examination. No photographs were provided. The complaint could only be confirmed through customer testimony. The instructions for use were reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium'. No lot number was provided, therefore a review of the device history record could not be performed. The appropriate personnel were notified and the complaint will be logged and tracked in the complaint handling process. The device was not returned, therefore a determination if the device was defective is inconclusive.